Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device would not hold reservoirs in place. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corner, cracked reservoir tube window and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.